Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was identified that the transfer set broke off (untwisted) and was no longer connected to the titanium adapter, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that the transfer set broke off (untwisted) and was no longer connected to the titanium adapter that led to this alarm. The transfer set was replaced, however the titanium adapter remained in use. Renal therapy services reviewed proper procedures with the patient and referred the patient to their peritoneal dialysis registered nurse for further assistance. There was no patient injury or medical intervention associated with this event. No additional information is available.